Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event of infection. Although this is a veterinary complaint, this event will be reported as a serious injury since the device part and lot number are unknown and synthes is unable to confirm that this device is not used on humans. Should further information become available this determination will be reviewed accordingly. This report is for an unknown quantity of unknown screws. Part and lot numbers were not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported a veterinary event in (B)(6) as follows: it was reported that infection developed in a canine patient after revision surgery on (B)(6) 2015, during which time a spiked washer and unknown screw were removed, a tibial-plateau-leveling osteotomy (tplo) was performed and an unknown plate and an unknown quantity of unknown screws were implanted. Escherichia coli was identified from wound cultures collected on (B)(6) 2016. The infection was treated from (B)(6) 2015. As of the date of this report, the patient's bone has healed. Please also see related complaints (B)(4) which address additional events related to this patient. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the veterinary patient was not eating so was given injections every day for six weeks. After the tplo procedure, the owner changed the bandage every three days with the veterinary patient under total anesthesia.